Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, reported a fault alarm that occurred during a hypertensive episode. Treated with antihypertensive medications and switched to backup driver without adverse impact to patient.

Event description:
The customer, a syncardia certified hospital, reported a fault alarm that occurred during a hypertensive episode. Treated with antihypertensive medications and switched to backup driver without adverse impact to patient.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found two new alarms suggesting a short of the bottom-dead-center sensor and secondary motor voltage too high. Visual inspection of external components found fan cover was damaged/cracked. Visual inspection of internal components found both top and bottom right anchor bosses for the front housing damaged/cracked. Freedom driver passed all functional testing for acceptance at incoming inspection. A 48-hour observational test performed at hypertensive values was performed without alarm or secondary motor engagement. Complaint could not be replicated. Failure investigation for this complaint confirmed the reported issue. The specific customer complaint could not be replicated; root cause of the fault alarm triggered by a hypertensive episode was unable to be determined. Failure investigation identified no other test failures or damage that could have contributed to the complaint. Damage found to the fan cover and anchor bosses for the front housing was cosmetic only. Investigation found no evidence of a device malfunction. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.